Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication of use. It was reported that multiple motor stalls occurred. Any environmental/external/patient factors that may have led or contributed to the issue. The rep read logs and put the pump on minimum rate and gave coverage with oral medications. At the time of this report, the issue had not resolved and patient status was alive-no injury. Surgical interventions was planned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the cause of multiple motor stalls was not determined. The pump was put on minimum rate and patient was covered with oral medication. The issue had not resolved. The account attempted a stimulation trial and was unable to get leads in due to spine pathology. Patient had alzheimer's for medical history. The device remained implanted. No further complications were reported.